Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was difficult to open and close. No fragment fell into the patient. The procedure was completed with no patient harm, adverse outcome, or injury. The issue did not cause a delay in the procedure.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.